Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead had far p wave oversensing. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.

Manufacturer narrative:
Corrected data: e1; reporter last name was inputted.

Event description:
Additional information received indicated there was a reoccurrence of far p-wave over-sensing on the right ventricular (rv) lead. The patient was asymptomatic. Programming changes were implemented again but they did not resolve the issue. The physician elected to monitor the rv lead instead of exchanging it. There were no consequences to the patient.

Event description:
Additional information indicates that programming changes were made regarding the far-p oversensing on the right ventricular (rv) lead. After the programming changes, during a follow-up, far-p oversensing was still observed on the rv lead. Additional programming changes were discussed but not performed. There were no patient consequences.